Manufacturer narrative:
Information was received by smiths medical, that no patient was involved in this event. And the issue was discovered, during testing. No other changes to initial submission. Corrected data: "describe event or problem" updated to include information that no patient was involved.

Event description:
Information was received, indicating that a smiths medical fluid warmer was not maintaining the correct temperature. The issue was discovered, during testing. And no patient was involved.

Manufacturer narrative:
The failure resulted from malfunctioning printed circuit board (pcb). Device was last serviced over two (2) years ago in (B)(6) 2019 where the printed circuit board (pcb) was replaced to meet specification. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the initial manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a faulty printed circuit board (pcb), rusty drain fitting, cracked tank cover, and faded line cord. Functional testing found the temperature would get raised up but would fall back down. The root cause of the reported issue was found to be printed circuit board (pcb) assembly failure after 2 years of prior replacement.

Event description:
Information was received indicating that a smiths medical fluid warmer was not maintaining the correct temperature. There were no reported adverse events.